Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The investigation of the complained device was performed in the servie repair shop melsungen, germany. The device history was read out and analyzed. During the investigation of the history log files no stored history log files on the reported day of occurrence could be found. For the investigation of the device history the history log files of the last possible infusion therapy on 29th of november 2020 were investigated. It could be found a selected syringe (type bd plastipak 10ml) at 10:42pm. After inserting and selection of the syringe type a drive test error "syringe catched" occurred. The syringe was removed and insert again. No error was occurred. A setting of an infusion therapy was entered. A vtbi of 3ml and a time of 15 minutes were chosen. The device calculated a flow rate of 12 ml/h and the infusion therapy was started at 10:48pm. The infusion ends at 11:02 pm with the message "syringe empty" with an actual infused volume of 2,8ml. Due the history log files it could not clarified, if the syringe was filled with 3ml. After the syringe was empty, the syringe was removed from the device and the device was switched off. During the visual inspection of the perfusor space, the technician seal on the lower housing as well as all cover caps of the screw pillars were available and undamaged. The device showed very dirty. On all housing components evidence of heavy usage could be detected. No damages could be found. The functional test was performed. The device passed the self test with a positive result. The syringe, which was insert for functional test, could be successfully identified and selected in the pump menu. It was possible to bring the pump in operation. During the functional test a rattling noise could recognize, when the blade of the piston brake moved into the syringe holder. A functional test of the bolus was performed. No malfunction could be found. The device was disassembled. A lot of liquid residues could be found. The complaint could not be confirmed. During the investigation of the device history it could be detect, that the device was not in operation at the reported day of occurence. Also the history don't show any malfunction or erors according to the complaint. The device works according the specification.

Manufacturer narrative:
This report has been identified as b. Braun (B)(6) ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "pump alerted about end of the fluid bag". Customer information: the infusion pump suddenly alarmed the end of the fluid bag, the pump info showed that the fluid had gone total 57ml / 16h. Liquid prescribed for a child, which was supposed to contain 57ml g10% + 57ml g20% + lytes. Three pumps involved in this case (inf.tower) because they do not know what pump is the correct pump which one alerted.